Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were planned to be used. The physician was attempting to gain access to the laa. A 5f angled pigtail, a 5f straight pigtail and a wire within the 5f pigtail system were used, but it was still unsuccessful. Next the physician used a non-bsc mapping catheter along with the was to gain access. During this process it was noticed that there was some staining when they did an injection. Looking at the transthoracic echocardiogram (tee) it was noticed that there was a pericardial effusion forming. The procedure was ended after noticing this. A pericardial drain was performed and about 1 liter was tapped off during the procedure. The patient stabilized and blood pressure remained stable. The patient was given protamine during this process. The patient stayed intubated and the drain was kept in until the next day. The next day the patient was extubated, the drain was removed and discharged.